Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
Patient reports that her device has not been charged in a long time. The patient went into the md office for a physician mode recharge but states it never worked. Additional information received reported that the patient¿s implantable neurostimulator (ins) was in suspected overdischarge. It was stated that patient compliance was the primary reason for overdischarge. It was stated that the last time any stimulation was felt and the last successful recharge was 6 to 12 months ago. The patient stated that she last recharged in fall 2013. It was noted that the patient had been in an accident on (B)(6) 2014 where the top of a stone barbecue hit the patient in the head, and now she was having bad headaches. It was the healthcare professional (hcp) was ordering an MRI due to the accident. It was noted that the ins had been dead since fall 2013 due to not recharging and therefore the accident had no effect on stimulation. It was reported that the patient¿s battery was dead. ¿they have jumped it a few times but I would like to get the battery removed.¿ the last time it was ¿jumped¿ was last summer. She had been trying several times to charge since then, but was unable to charge the implantable neurostimulator (ins). She had not been able to get it to charge ¿it¿s like I¿m allergic to it.¿ the patient clarified that it itched really bad. She had lost some weight and it was always in the way or catching on things. Both issues had been going on ¿for several months.¿ the patient was advised to discuss with her healthcare provider (hcp). It was further stated that the battery was still depleted, and had been for over a year. The patient was attempted to find a new physician. If additional information is received, a follow up report will be sent. Additional information received from the consumer reported the patient requested MRI guidelines. The MRI procedure was not due to a problem with the device or therapy. The patient had an injury where she was struck by a box from the side with a big stone, which caused major back and neck problems including pain in the neck, hip, and spine issues. The patient had x-rays for it and they were trying to determine more. The patient inquired about diagnostics with a partial system as she was planning to have at least the implantable neurostimulator (ins) removed from being dead. Additional information was received from the patient. It was reported the device was not functioning and the patient was experiencing discomfort. The patient was looking for a physician to remove the device. The event has been reported previously under manufacturer report#3004209178-2015-00607, and any additional information will be filed with a supplemental to this manufacturer report.

Manufacturer narrative:
Corrected product event to adverse event and product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.